Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier does not accept fingerprint. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bioid) failed. A field service engineer (fse) arrived on-site and found the bioid working normally. All settings were checked, and all connections were reseated. No issues were identified with the drivers or hardware. The bioid was tested multiple times and confirmed to be functioning properly. The system functioned as intended after the field service engineer investigated the device.